Event description:
A caller reported a minimum fill notification with no adverse impact on their blood glucose level. The caller initially tried to reload a cartridge, but it did not resolve the issue. Technical support instructed the caller to clean the pump's pneumatic tap area and guided them through filling and loading a new cartridge, which successfully resolved the problem, allowing the caller to resume insulin delivery. The caller requested a replacement cartridge.